Manufacturer narrative:
The main component of the system. Other relevant device(s) are: product ID: 3889-33, lot# va1k1pu, implanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the patient had abnormal leakage and the patient got injured on their left side buttocks as she rolled out of a twin bed. The patient stated that everything felt, but she meant felt numb leg on left too. The patient noted that she had an x-ray and had an appointment on (B)(6) for help. There were no further symptoms or complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported everything was fine and they had no problem, but on (B)(6) they started leaking. It was noted the patient did not have the antenna, they called the healthcare professional (hcp), but the hcp stated they could not help them turn up stimulation on the phone without the antenna. The patient made an appointment to see the hcp on (B)(6). The patient noted they had a fall. The patient noted they fall on (B)(6) when they were in the hospital for an issue that was not related to the device or therapy. The patient noted they went from the bathroom to the bed and thought they were in bed and fell flat on the cement. The patient did not know how many inches it was, about 4 inches. The patient stated it was not very far, but far enough to get their leg numb and since then they had a real bad cramping in their leg. The patient stated they had been walking every day and trying to force it out because you could not stay immobile and have an implant, they had to be active. The patient noted they began leaking and the urine went right through them. The patient stated they walked and stretched and stretched. The patient noted they could hold the water now and they had a cup of decaffeinated tea. The patient noted the onset of leaking on (B)(6) was sudden in nature. Additional information was received from the patient on (B)(6) 2018 reporting that since they fell on their butt out of a hospital bed they had problems including that they no longer had stimulation in their vagina, and it was set to 1.4. The patient reported that it was hitting the bottom of the left side buttock, like a needle that hurt and was painful, and it went to the lower back and felt like a muscle needing bengay. The patient also stated that it was shocking them. The patient noted that they got home from the hospital on (B)(6) 2018 and had been turning the ins on and off. The patient¿s healthcare provider told the patient to get an x-ray. The patient also noted they were not wetting themselves or incontinent. The patient was redirected to their healthcare provider for the next steps. No further complications were reported.

Manufacturer narrative:
The main component of the system. Other relevant device(s) are: product ID 3889-33, lot# va1k1pu, implanted: (B)(6) 2017, product type: lead. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the patient's issue was worse and the patient turned stimulation off because the patient wasn't having a sensation. The patient stated that the patient was only getting pain in their left leg a lot and the patient had an x-ray yesterday that reported where the wires were off or loose. The patient mentioned that this was serious because the patient's had bad pain shooting down their left leg to the buttocks and in the middle of their thigh. The patient noted that she had to turn the ins off and couldn't use the ins because of the pain. The patient reported that she saw a nurse practitioner about the reported problem. There were no further symptoms or complications reported or anticipated.